Event description:
As reported, the sealant protection of a 5f mynx control vascular closure device (vcd) was cracked. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation. Addendum: a sealant prematurely exposed state was observed on the distal portion of the sealant sleeves.

Manufacturer narrative:
As reported, the sealant protection of a 5f mynx control vascular closure device (vcd) was cracked. There was no reported patient injury. Additional information was requested but not provided. A non-sterile mynx control vcd, 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that buttons 1 and 2 were not depressed, and the stopcock was found in the open position with a syringe attached to the device. The sealant was partially exposed on the distal end of the sealant sleeves due to an observed sealant swelling condition; nevertheless, no abnormal conditions were observed to the sealant sleeves. The sheath used with the unit was not returned for this evaluation. No additional anomalies were observed during this analysis. Per dimensional analysis, the slit length was verified and noted to be within specification. Per functional analysis, an insertion/withdrawal functional test could not be performed due to the observed conditions, where the swollen sealant impeded the insertion into the applicable sheath. However, functional testing was executed due to the premature exposure of the sealant observed. After obtaining the adequate tension indication, both buttons were depressed, achieving the deployment of the sealant and the retraction of the balloon, showing no traces of any malfunction. A magnified visual analysis of the sealant outer sleeves was executed. During this analysis, it was concluded that the sealant sleeves did not present any condition that could be related to the reported event. Additionally, a prematurely exposed state of the sealant was observed on the distal portion of the sealant sleeves due to a premature swelling condition. Nevertheless, no crack evidence was found on the sealant sleeves¿ surfaces. The reported event of ¿sealant sleeves (cartridge assembly)-cracked¿ was not confirmed through analysis of the returned device since there were no cracked conditions or any damages noted to the sealant sleeves. However, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant on the distal end of the sealant sleeves due to an observed sealant swelling condition. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced. However, procedural/handling factors likely resulted in the swelling of the sealant, and the subsequent premature exposure. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the failures experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.